Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the battery contacts were damaged and bent out of shape. (B)(4).

Event description:
It was reported that an external pulse generator was measuring a low output during testing. Technical services advised caller to return the device to the manufacturer for calibration since the analyzer that was being used to test the epg was a defib tester. The device was returned to the manufacturer for calibration. There was no patient involvement.